Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system produced a beeping noise when the x-ray button was pressed; however, no x-ray image was displayed. There was no uncommanded x-ray. This resulted in a loss of imaging functionality. There is no report of injury or death.